Event description:
It was reported that during a pta treatment procedure to dilate a lesion in a dialysis graft, removal difficulties were encountered. The pt was asymptomatic during this event. The balloon catheter had been successfully advanced to the target lesion and inflated. The physician was attempting to withdraw the balloon catheter back through a introducer sheath at the end of the procedure, when it became stuck in the sheath and the entire balloon segment detached. The entire system was removed as a unit. The procedure had been successfully completed. No pt injury or complications were reported. The pt status is reported as 'fine' following the procedure.